Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated the cause of the intermittent shocking had not been deter mined. X-rays were taken and were negative. The patient was reprogrammed with bipolar settings. Their settings were 2- 3+, 4.3v, pw 90, rate 180. They were considering exploring the connector site at their next ins replacement procedure. The intermittent shocking had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient is experiencing intermittent shocking in the pocket. The patient reported to the healthcare provider that they get shocked when they lay down or press on the ins. No know activity is known that may have prompted the issue. An impedance test was performed and all impedances were reported as normal. Electrode measurements went from 1,053 to 992 ohms for c<(>&<)>2. It was also noted primary reason for longevity is discussion of waiting for next ins replacement to resolve issue. Patient programmed: 3.5v, 90 pw, 130 rate - 2- c+. No further complications were reported or anticipated with this event.